Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove from the pt's artery. In accordance with the instructions for use, the access ports were used to remove the device from the pt's anatomy. Hemostasis was achieved with the clip. The locator wings were noted to be damaged/bent when the device was removed from the pt artery. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found the clip fully deployed and all the external components were in the correct post deployed positions. The device was disassembled and the examination of the internal components was normal except for the locator wings which were bent. The most probable root cause for the bent locator wings is tissue compressed between the distal end of the tubes and behind the open vessel locator wings during thumb advancement. The wings will not be able to collapse and the device will be stuck and difficult to remove. Thus, when extra force was used to remove the device, this will result in bent locator wings. The presence of tine marks on the carrier tube indicates that the clip deployed when the trigger button was pressed. No mfg or quality issue was detected. A review of the history record for this device did not produce any finds relevant to this investigation. No corrective action is required because no mfg or quality issue was detected.